Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was replaced because it was fractured. A note from the date of the surgery to place a new lead stated previous stimulation placed on the right. The lead was replaced because treatment failed and they found an open circuit greater 4000ohms that they were not able to program around. It was noted that the impedances were checked to diagnose the issue. It was noted that the lead and implantable neurostimulator (ins) was replaced at an operation on (B)(6) 2015 to resolve the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.